Event description:
Pt reported no hearing after a fall. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done in 2000.